Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was noted that the patient stated that when she was programming her new pump the basal totals did not match. She stated the old pump total was 8.25 and the new pump total was 8.4. Customer technical support went through pumps numerous time and they were found to match. Programmed demo pump and did physical math to find total should be 8.4. There was no allegation of an adverse event with this complaint. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during the investigation, a review of the black box showed the last basal delivery was on (B)(6) 2018 at 4:38 pm. The total daily dosages added up correctly, and reflected the programmed basal and bolus rate target. The pump¿s ¿ez-prime¿ steps were performed correctly, the pump reflected 24 units after 24 hours on a 1 unit per hour duration test. The product was found to perform within specifications. Investigators were unable to duplicate the ¿inaccurate basal delivery¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.